Event description:
The surgeon reported fibers making their way into eyes during surgery. The fibers observed are usually blue, but sometimes white. One surgeon observed a fiber at the slit lamp during a post-op visit of a patient where the fiber was trapped between the graft and the cornea. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).